Manufacturer narrative:
H3: product analysis found that visually, surgical tape was wrapped around the proximal end of the handle when returned. The distal end of the probe tip was bent when returned. Electrically, resistance of the entire assembly shall be less than 0.3 ohms, and the actual measurement had no reading (open circuit) which was out of specification. The tip inserted into the handle with no issues. Functionally, for further analysis, the device was connected to a nim system using a 1.0ma stimulating current and 100¿v threshold and, while stimulating with a patient simulator, there was no feedback from the device. For additional analysis, an x-ray was performed to observe the internal construction of the device and the wire was disconnected from the crimp connector inside the pin connector on the proximal end of the device. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, when the electrodes were brought closer, there was no response. When a backup product was used, it responded. There is no patient impact